Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed no delivery during a manual prime. The blood glucose reading was 46 mg/dl, which the customer treated with honey, a cookie, and soda. After treatment, the blood glucose reading was 76 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer stated that he had low blood glucose because he had been cutting wood and was a generally active person. Nothing further reported.